Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the difficulty unlocking the modular cable connector could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for modular cable, lot number 10203280 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 of the IFU, ¿system operations¿, contains a subsection entitled ¿replacing the modular cable¿ that provides instructions for disconnecting and connecting the modular cable and pump cable. To disconnect the modular cable from the pump cable, rotate the locking nut of the inline connector until the lock nut spins freely. To connect the modular cable to the pump cable, rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut. Section 5 of the IFU, ¿surgical procedures¿, also provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, turn the locking nut until the yellow line on the threaded portion of the connector is no longer visible. The ¿safety checklists¿ section of the IFU contains a ¿daily safety checklist¿ that includes line items to ensure that the modular inline connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the inline locking nut no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during pump prep, the perfusionist had difficulty unlocking the modular cable connection. They were unsure if they had over tightened the cable or if it was stuck. They were able to get the connection unfastened. No pins appeared to be bent and the connection was able to be easily made and unmade. The decision was made to us a new piece of modular cable. Connections were made without difficulty. The modular cable was removed and not used. It was additionally communicated on 22jul2024 that the difficult connection was on the pump driveline side of the modular cable. There was no extended surgical time due to the event.